Event description:
Customer reported getting high positivity rate on sars cov2 run the panther instrument sn (B)(4). Customer was using assay ml 306139. Customer reported noticing a bunch of positives grouped together. Customer asked hologic to review worklist (B)(4).

Manufacturer narrative:
Hologic product application specialist (pas) reviewed worklist (B)(4) and found no sign of hardware or kit preparation issue. Pas noted that the issue could be true results or sample mishandling. The run is valid, and customer was advise that it is their decision on reporting results.